Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stated no one knows what was causing their pain. Patient stated most of it was coming from their battery area in their back. Patient stated they've made arrangements to have battery put in a different area by their doctor. MRI found no reason for pain. Patient stated issue not resolved. Battery to be replaced/ revised to new area.

Event description:
The health care professional chose to remove the implant on the left side and then placed another implant on the right side on (B)(6) 2020. The high impedances on electrode #2 remained with the new implantable neurostimulator. The cause of burning sensation was unknown. The manufacturer representative was able to program around the high impedance with the new implantable neurostimulator.

Manufacturer narrative:
Continuation of d10: product ID 97715 lot# serial# (B)(6),implanted: (B)(6) 2020, explanted: product type implantable neurostim ulator product ID 977a275 lot# serial# (B)(6),implanted: (B)(6) 2020, explanted: product type lead product ID 977a275 lot# serial# (B)(6), implanted: (B)(6) 2020, explanted: product type lead h10. Additional information regarding manufacturer report #s 3004209178-2020-20387 and 3004209178-2020-20374 will be submitted as su pplementals under this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep stated that from what they know, everything was working properly; patient was getting 100% pain relief from her chronic pain. Cause was undetermined. Ins will not be explanted at this time; surgeon plans to move it to a new pocket and see if that solves the problem.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that contact 2 was out of range (noted possible short). It was unknown if there were any factors that contributed to the issue. It was reported that the rep just made sure to program around this contact and stated the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID: 97715; serial# (B)(6); implanted: (B)(6) 2020; product type: implantable neurostim ulator; product ID: 977a275; serial# (B)(6); implanted: (B)(6) 2020; product type: lead; product ID: 977a275; serial# (B)(6), implanted: (B)(6) 2020; product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the implantable neurostimulator serial number (B)(4) found that it was functionally okay with insignificant an omalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were starting to have pain in their lower back around (B)(6) 2020, and they were trying to find out why. Their dermatologist told them it was not from the scars from their device. Pt said MRI is for her lower back, and she didn't know if it was related to the device/therapy or not. MRI eligibility was checked with the controller and it said they were full body eligible. Then, on (B)(6) 2020, the manufacturer representative (rep) reported that the healthcare provider (hcp) notified them on (B)(6) 2020 regarding the patient's device. The patient was experiencing burning at the ins site since (B)(6) 2020. Impedances were checked and the rep found that contact 2 had a high impedance however, that contact was not being used. No interventions had taken place as of (B)(6) 2020, but the rep noted that the doctor was planning to move the ins to a new site and would be using tyrx. The surgery date was not yet known.